Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, hematoma¿s can be seen with any surgical procedure and is related to the surgery and is not associated with a mal performance of the implant or failure of the implant. It is noted the patient tolerated the procedure well and at an 11-month follow-up, it is noted, ¿patient¿s hip is doing really well.¿ a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction, loss of sterility, damaged product, implant corrosion or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, after a right hip revision surgery had been performed on (B)(6) 2015 due to failed metal-on-metal prosthesis, pain and elevated metal ion levels, the patient experienced an hematoma which required an incision and drainage procedure on (B)(6) 2015. Several clots and some minor bleeding in the right hip were removed from the patient. The patient tolerated the procedure well and was taken to the recovery room.